Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect(s) of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with mild calcification and mild tortuosity. The 3.5x33 mm xience prime stent was implanted and a distal edge dissection was noted. A 3.5x18 mm xience prime stent was used to treat the dissection but another dissection was noted. A 3.5x12 mm xience prime was used to treat the dissection and complete the procedure. There were no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.